Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had compromised force sensor system alarm. Customer states the buttons on the insulin pump were unresponsive. No further information was provided.